Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and pain.

Event description:
Patient reported "continued pain and capsular contracture, baker grade unknown". The device was explanted. This record is for an unknown side.